Event description:
The pump was returned for investigation. Investigation revealed a pink display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was observed to be pink. The pink screen was replaced with a new test display and functioned normally. There was no indication that the product caused or contributed to an adverse event. (B)(6).